Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. As mentioned by the caller, the needle guard was not removed from the infusion set prior to placement on the body. This blocked insulin delivery resulting in this event.

Event description:
On (B)(6) 2025, a patient's spouse called and reported that their husband was taken by ems and hospitalized on (B)(6) 2025 with high blood glucose (hyperglycemia). The spouse said the patient was vomiting, confused and dizzy. When the patient's insulin tubing was removed by the nursing staff, it was recognized that the needle guard was not removed prior to placement on the body. The patient was admitted to the hospital, treated with insulin and fluids and discharged on (B)(6) 2025. The patient went back on the ilet.